Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported that a patient on hemodialysis (hd) experienced cardiac arrest requiring cardiopulmonary resuscitation (CPR) and administration of saline and oxygen while utilizing the fresenius 2008t hd machine with optiflux 180nre dialyzer. Additional details were provided upon follow-up with the rn. The patient was receiving their regularly scheduled hd treatment on the day of the event. The nurse indicated that the patient¿s pre-dialysis weight was 117.6 kg. The patient was 9.2 kg over their prescribed dry weight of 108.4 kg. The nurse reported that this patient is always well above their prescribed dry weight. The treatment was initiated without any issues with an ultrafiltration goal (fluid removal) of 4500 ml for the treatment. Approximately 2 hours into the treatment, the patient began to experience symptoms of leg cramp. It was stated that the nurse assessed the patient¿s blood pressure (bp) which was reported as 142/77 and a pulse of 72. The nurse turned the ultrafiltration off from treatment and administered 250 ml normal saline per standing orders for cramping. Furthermore, the patient was also initiated on oxygen (2l) via nasal canula per standing orders. While the nurse was rechecking a subsequent bp, the patient became unconscious (with signs of eyes not blinking and patient not able to talk). The nurse reported that an additional 500 ml of normal saline was administered to the patient as well as increased oxygen via nasal canula to 4l. The nurse stated the bp returned a reading of 123/80 and pulse 105. However, it was stated that the nurse could not feel a pulse. As a result, emergency medical services (ems) was initiated. Simultaneously, the patient was administered an additional 300 ml normal saline, oxygen to high flow and CPR was initiated by medical personnel in clinic. Furthermore, an automatic external defibrillator (AED) was applied to the patient, and it was stated that no shock was advised. Per the nurse, after 4 cycles of CPR in the clinic, the patient became responsive. Ems arrived in the clinic and the patient was awake and stable. The nurse reported that the patient refused to go to hospital against medical advice and as a result after approximately 10 minutes ems left the clinic. The patient was eventually convinced to go to the hospital for further evaluation after about 10 more minutes. An ambulance was called back to the clinic and the patient was taken to the hospital. The nurse stated that no information about the hospitalization was available. The nurse stated there are no allegations or suspicions that the fresenius 2008t hd machine or fresenius dialyzer malfunctioned or caused harm to the patient. The nurse indicated that the symptoms of cramping (which preceded loss of consciousness) is common when the intravascular space is dry without adequate fluid shifts from other body compartments back into the intravascular space. Therefore, the nurse stated that the incident is very likely due to the normal physiological process of hemodynamic fluid shifts within the intravascular space during hemodialysis treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the hemodialysis (hd) therapy with the fresenius 2008t hd machine and the patient¿s symptoms of cramping, loss of consciousness with report of pulselessness (cardiac arrest) requiring CPR, and hospital transfer. It was reported that the patient recovered consciousness after 4 cycles of CPR in the hd clinic and was transferred to the hospital in stable condition. Currently, there are no allegations of any malfunctions or product deficiencies involving the fresenius 2008t machine with this event. Muscle cramps are a common complication in hemodialysis treatments which are associated with change in plasma osmolarity and extracellular volume. Furthermore, maintaining circulating volume when removing fluid during hemodialysis treatment depends on the patient¿s physiologic ability to refill the vascular space from shifts of fluid from the interstitial space. With rapid fluid removal, patients may have symptomatic intradialytic hypotension and/or cramping, and in extreme cases patients may experience a loss of consciousness.

Event description:
A user facility registered nurse (rn) reported that a patient on hemodialysis (hd) experienced cardiac arrest requiring cardiopulmonary resuscitation (CPR) and administration of saline and oxygen while utilizing the fresenius 2008t hd machine with optiflux 180nre dialyzer. Additional details were provided upon follow-up with the rn. The patient was receiving their regularly scheduled hd treatment on the day of the event. The nurse indicated that the patient¿s pre-dialysis weight was 117.6 kg. The patient was 9.2 kg over their prescribed dry weight of 108.4 kg. The nurse reported that this patient is always well above their prescribed dry weight. The treatment was initiated without any issues with an ultrafiltration goal (fluid removal) of 4500 ml for the treatment. Approximately 2 hours into the treatment, the patient began to experience symptoms of leg cramp. It was stated that the nurse assessed the patient¿s blood pressure (bp) which was reported as 142/77 and a pulse of 72. The nurse turned the ultrafiltration off from treatment and administered 250 ml normal saline per standing orders for cramping. Furthermore, the patient was also initiated on oxygen (2l) via nasal canula per standing orders. While the nurse was rechecking a subsequent bp, the patient became unconscious (with signs of eyes not blinking and patient not able to talk). The nurse reported that an additional 500 ml of normal saline was administered to the patient as well as increased oxygen via nasal canula to 4l. The nurse stated the bp returned a reading of 123/80 and pulse 105. However, it was stated that the nurse could not feel a pulse. As a result, emergency medical services (ems) was initiated. Simultaneously, the patient was administered an additional 300 ml normal saline, oxygen to high flow and CPR was initiated by medical personnel in clinic. Furthermore, an automatic external defibrillator (AED) was applied to the patient, and it was stated that no shock was advised. Per the nurse, after 4 cycles of CPR in the clinic, the patient became responsive. Ems arrived in the clinic and the patient was awake and stable. The nurse reported that the patient refused to go to hospital against medical advice and as a result after approximately 10 minutes ems left the clinic. The patient was eventually convinced to go to the hospital for further evaluation after about 10 more minutes. An ambulance was called back to the clinic and the patient was taken to the hospital. The nurse stated that no information about the hospitalization was available. The nurse stated there are no allegations or suspicions that the fresenius 2008t hd machine or fresenius dialyzer malfunctioned or caused harm to the patient. The nurse indicated that the symptoms of cramping (which preceded loss of consciousness) is common when the intravascular space is dry without adequate fluid shifts from other body compartments back into the intravascular space. Therefore, the nurse stated that the incident is very likely due to the normal physiological process of hemodynamic fluid shifts within the intravascular space during hemodialysis treatment.